Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad traces. The pump was unable to verify the battery out limit alarm due to keypad damage. No moisture damage was found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 201 mg/dl. The customer stated that he was getting ready to give himself a bolus after his bike ride but the pump alarmed button error. The customer tried to clear the pump and it alarmed battery out limit. The customer stated that the pump alarmed during normal use. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.